Manufacturer narrative:
Sc-1160 (sn:(B)(6). The returned spectra wavewriter ipg was analyzed, passed all tests performed, and exhibited normal device characteristics.

Event description:
It was reported that the patients ipg would not hold its charge. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg will be returned.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients ipg would not hold its charge. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg will be returned.